Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient and their wife got in a car accident and hurt their back. The patient is scheduled for an MRI next wednesday; however, the patient lost their charger. The patient's implant has been dead for a while, so the patient is scheduled to get a device swap on (B)(6) 2025, with the physician, so they will not need a charger after the MRI. Since the patient's device has been dead for a while, the patient does not report having any issues with the device since the car accident, but the patient would like to charge the device prior to the MRI and will need help doing the MRI readiness check. The patient had their device charged and completed MRI readiness with good impedances. They were prescribed physical therapy for post-accident back pain, which was not related to the device. The physician didn't express any concerns about the implant being the cause of the pain. There were no further complications reported. Additional information reported that the patient had the device removed and replaced.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator and their wife got in a car accident and hurt their back. The patient is scheduled for an MRI; however, the patient lost their charger. The patient's implant has been dead for a while, so the patient is scheduled to get a device swap on (B)(6) 2025. Since the patient's device has not been charged, the patient does not report having any issues with the device since the car accident, but the patient would like to charge the device prior to the MRI and will need help doing the MRI readiness check. The patient had their device charged and completed MRI readiness with good impedances. They were prescribed physical therapy for post-accident back pain, which was not related to the device. The physician didn't express any concerns about the implant being the cause of the pain. There were no further complications reported. The patient is currently doing well. The prior r15 device was nonfunctional due to an inability to charge, resulting in a prolonged period without therapy. The patient experienced a return of bladder and bowel symptoms during this time. The r15 has since been discarded. A new f15 device was placed on (B)(6) 2025, and the patient reports that symptoms are improving. No further issues were reported.